Manufacturer narrative:
A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that while the patient was travelling abroad to (B)(6), her pocket site opened up (wound dehiscence) 4 weeks after being implanted. The patient sought treatment in (B)(6) and had the pocket site irrigated, cleaned and closed. There was no infection suspected.